Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair is veering to the left and the left rear caster is up in the air.